Manufacturer narrative:
B3, g4, d4: UDI unknown one device was received for evaluation. Visual inspection found a swollen dso seal. To conduct functional testing an accuracy test was performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was the root cause. The expulsor will be sanded. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had a bad flow. There was unknown patient involvement.